Manufacturer narrative:
A1-a4: patient information not provided. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient needed a right ventricular assist device (rvad), on (B)(6) 2024, after the pump exchange operation. Heparin was started 24 hours after the surgery at a low dose that was raised slowly. On (B)(6) 2024, a head computed topography (CT) was performed due to pupil enlargement after the pump exchange. Multiple 3-day old brain infarctions were detected; it was noted that the pump implantations were three days prior to the CT scan. The patient was diagnosed with an embolic stroke. Due to the massive brain damage seen on the CT, the treatment was stopped. On (B)(6) 2024 the patient passed away due to brain damage. It was noted that the pump thrombosis and the embolic brain infarctions were related to the patient's death.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events and subsequent patient outcome could not be conclusively established through this evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 instructions for use, rev. G, is currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including stroke, right heart failure, and death, that may be associated with the use of the heartmate 3 lvas. Section 6 of the IFU, ¿patient care and management¿ (under ¿anticoagulation¿), provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. Section 6 of the IFU (under "right heart failure") discusses the potential development of right heart failure following implant and outlines the associated treatment options, including inotropes and right ventricular assist device (rvad) placement. No further information was provided. The manufacturer is closing the file on this event.